Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 23mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of eight years, three months due to severe symptomatic aortic stenosis. The patient presented with shortness of breath and was found to have acute decompensated diastolic and valvular heart failure. The tavr was performed with a non-edwards valve. The patient tolerated the procedure well and was transferred to the observation unit in stable condition. On pod #6, the patient was discharged.